Event description:
"S/p b subgl infra dc gels (doesn't have records with size). In 1980 reports l became hard within 2-3 mos of surgery but is getting harder recently and has shifted. Denies h/o trauma or decreased size - pt recalls falling down stairs and breaking leg but does not recall a specific injury to the chest. C/o pain x 3 yrs with a burning pain in the breast, particularly on the r side x 3 mos (increased x 1 mon). Also has developed systemic c/o's and these started rather abruptly in 1993 with episode of acute rash/itching/swelling with flu-like sx's. Did have fatigue predating this. Sx's include arthralgias (+ am stiffness)/myalgias, paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, fevers, hot flashes/sweats, headaches, tmjd, visual probs (had rk), dizziness, memory probs, sicca, hair loss, oral sores, rashes, sens sun/cold, sob/cp, costochondritis, choking."